Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed body tissue/fibrotic growth on the distal electrode. Visual analysis noted the lead had apparent explant damage.

Event description:
It was reported that both of the implantable pacing leads had dislodged twice and required two different procedures to revise. The physician decided to replace the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2013; 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).